Manufacturer narrative:
On (B)(6) 2021, the suspected medical device was returned for evaluation. On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned device revealed that the device was found to have two tears on the anterior view, measuring approximately 4.4 cm and 6.1 cm. Microscopic examination was performed on the edges of the ruptures, and parallel striations were found in an area of the tears, measuring both less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tears could not be identified. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On 9-feb-2021, mentor received additional information regarding the patient¿s diagnosis and explantation date. The diagnosis of right-sided rupture was confirmed by a healthcare professional. The patient is scheduled to undergo explantation on (B)(6) 2021. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: granuloma, rupture . Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent a revision breast augmentation with two 325cc mentor memorygel breast implant prostheses and experienced postoperative bilateral granuloma and right-sided rupture. The patient noticed a lump right underarm and had a consultation with a healthcare professional. Ultrasound performed on (B)(6) 2020 indicated right-sided rupture and granuloma formation in axilla nodes on both sides. Based on the ultrasound result, MRI was performed on (B)(6) 2021, and the result is currently pending. At the time of this report, mentor has received no information regarding an expected explantation date. This report is for the right-sided prothesis.